Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report high blood glucose levels and a no delivery alarm. The customer's blood glucose reading was 500 mg/dl, and after a bolus from the insulin pump it went down to 484 mg/dl. No further details were provided.